Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the patient was under general anesthesia for a back surgery with a propofol infusion. After about two hours of stable anesthesia, the patient's heart rate, blood pressure, and bis value started trending upward. The patient was medicated with opioids and esketamine, and the propofol infusion was increased. Despite this, the patient's heart rate and blood pressure, as well as bis, started rising again. A suspicion arose of insufficient propofol administration. The propofol tci was raised to 5 ¿g/ml.at the same time, it was checked that the cannula was drawing and in place, and that no medication or fluid was going into the tissue. Propofol was seen evenly in the tubing. It was checked that all infusion taps and the air intake cap were open.according to the device, the drug infusion was running, with no alarm for malfunction or, for example, air in the tubing.as heart rate and blood pressure continued to rise, it was decided to start a remifentanil infusion. At this point, the syringe pump began alarming for air in the tubing, whereupon the nurse temporarily monitoring anesthesia changed the propofol infusion tubing and medication upon noticing that the part of the tubing inside the drug pump, invisible from outside, was completely collapsed.the anesthesia nurse also checked the correct installation of the tubing and confirmed it was properly installed. When the anesthesia nurse disconnected the tubing from the patient, the propofol in the tubing retracted toward the source for a total distance of about 236 cm, corresponding to a volume of about 13 ml based on the tubing capacity.a new tubing was prepared and installed by the experienced anesthesia nurse who had temporarily come to monitor anesthesia. The tubing was connected to the same device. After some time, the original anesthesia nurse, who had returned from a break, noticed that in the new tubing as well, the hose inside the device had started to collapse. The tubing was replaced with another identical device, after which the infusion worked without issues until the end of the surgery.after the procedure, the patient reported that they felt they had been awake during the operation.the on-call anesthesiologist had spoken with the patient and stated that the memory could be real and not, for example, a bad dream."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6), with software version 686l030003. The history files were read out and analyzed. The device history files were read and analyzed. The device history files from (B)(6) 2025 were investigated. No abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,45%. The device matches the required values and standards. All measured values are within ourspecification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.